Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction because the devices were on critical override. A technical support specialist logged into the es server, noticed no delay in the interface, restarted services, deployed interface services utility, confirmed the critical override setting was too low and verified the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server devices were on critical override and patient information was delayed. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.